Manufacturer narrative:
Failure analysis noted that the pump passed the displacement, rewind, basic occlusion and prime/ compromised force sensor test. The pump had motor error, was stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with scratched on display window, cracked battery tube threads and reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states alarm occurred during basal delivery. The customer states the insulin pump was not exposed to an MRI. The pump was not bumped or dropped. Troubleshooting was not performed. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.